Event description:
The home patient reported a disconnecting during automated peritoneal dialysis treatment with the homechoice machine. The patient did not press stop before disconnecting and the machine went into drain 2/3, giving a system error 2240 alarm. The home patient had fallen asleep and neglected to reconnect prior to the drain. After the alarm, the home patient reconnected and tired to continue treatment with new supplies. The machine does not allow the continuation of treatment after receiving a 2240 system error alarm. The patient discontinued treatment at that time and restarted with new supplies. There was no patient injury or medical intervention reported by the home patient.